Event description:
The user reported, that, during patient treatment, the oscillatory amplitude dropped from 20 to approx 5 cm h2o with alarms activated. The patient was "bagged" then placed on another 3100a without compromise.